Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that air did not come out the auto stopcock during the fluid-air exchange and the patient eye collapsed. The problem was solved and the surgery was completed after replacing the infusion tube. There is no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
Additional information: the lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. The wet auto infusion line was returned and functionally tested. The auto-infusion valve (aiv) was tested for proper actuation of the auto-valve and overall functionality. An external pressure source was used to perform a cracking pressure test. The pressure was incrementally increased until the valve actuated. The sample was found to be non-conforming due to the higher than expected cracking pressure. The root cause of the customer¿s complaint is the failure of the device to switch from fluid to air whereby the aiv failed to open or had a high cracking pressure (pressure required to open the aiv to allow air passage). Action will not be taken for this occurrence. After a thorough investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. (B)(4).